Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of hard nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported after injection to the under eye and malar area with unspecified juvederm voluma and juvederm volbella with lidocaine (reporter did not specify which product was injected in which site), the patient made use of ice, fucidin cream, and arnica cream. Approximately 2 months after injection the patient developed hard, big nodules at the injection sites that seemed like "bone". The patient was treated with hyaluronidase.